Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that after sampling, the needle would not retract with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from french to english: it was reported that the needle failed to retract.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after sampling, the needle would not retract with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from french to english: it was reported that the needle failed to retract.